Event description:
It was reported that the patient's blood glucose reached over 400 mg/dl. The patient reported there was a communication error with the pod while it was worn on the hip/buttocks between 5 and 24 hours. The patient went to a medical clinic as a result of the hyperglycemia. Other symptoms reported include dizziness, bleeding, bruising, pain and swelling. A bolus correction was administered to treat the hyperglycemia. The patient was at the clinic for 3 and a half hours. No specific diagnosis, treatment or prescription was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.